Event description:
New information received on (B)(6) 2015 notes that the device exhibited backup vvi mode during a merlin.net transmission. After a software download, normal device function resumed.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi mode. After a device code download, normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.